Event description:
Customer had a fasting blood glucose test performed. The lab result was 90mg/dl and the customer's device result was 132 mg/dl. No treatment was given. Level one control was in range. A request was made for the return of the suspect device and replacement product was sent.